Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experiencing intermittent stimulation. It was also mentioned that the ipg was not lying flat in the pocket causing discomfort. The patient underwent an ipg replacement procedure and upgrade is being done for the benefits of the alpha platform. No devise malfunction suspected. The explanted ipg was not return per facility policy.